Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 11/14/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was unable to evaluated for connector function. One of the connectors was observed to be disconnected from the cord. The disconnected connector was returned for evaluation. The other connector was observed to be intact. The disconnected connector was returned for evaluation. An electrical evaluation was unable to be conducted as a result of the detached connector. Based on the returned condition of the device, the reported failure "failure to deliver energy" was confirmed as well as for the analyzed failure "break". This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number /serial number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable does not provide energy to the hemopro jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable does not provide energy to the hemopro jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.